Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operation theatre during use at an estimated 4 to 5 meters away from the operation table with the fan directed towards the exhaust of the room. The customer also reported that the device was removed from service after contamination was detected. A disinfection cycle has been performed, however the water samples were taken prior to disinfection. The facility does not know of any patient infections related to the contaminated device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. It is planned for the device to be returned to livanova (B)(4) for deep disinfection. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that water sample taken from the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. There is no known patient involvement.